Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer called technical support (ts) and reported that the unit turns on and off by itself. The customer has switched the display with another and the problem traveled with the display. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacture's technical support (ts) informed customer the unit battery or user interface (ui) board could cause these issues. Ts provided customer part number and price for the ui board. Ts asked customer to verify if the battery is good. Ts discussed normal operation of the power switch and battery led's. Ts indicated that the unit is operating as expected. Customer has troubleshot the unit powering on by itself to the ui pcb. Ts reviewed manual procedures with customer for ui assembly removal. Through follow-ups, customer stated that customer replaced the user interface board; the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit, and the overlay switch the unit was not resolved. The customer then replaced the power management board which resolved the reported problem. Unit passed all the required tests. Unit is back in service.